Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), nurse, is calling on behalf of the customer. The customer is concerned with the result of 134, 125 and 110 mg/dl. The expected fasting blood glucose test result range is 70- 100 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is (B)(6) 2017. (B)(6).